Event description:
While attempting to cross a tortuous lesion in an unknown target lesion, the struts of the stent became flared. No information is available regarding patient demographics, target lesion or concomitant medical products.

Manufacturer narrative:
Product is available for evaluation, but has not yet been received. This product is not sold in the united states, however, it is similar to a product that is sold in the united states.